Event description:
During surgery to repair a cerebrospinal fluid leak, the surgeon elected to explant the pt's device. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.